Event description:
Reporter stated that pt was hospitalized in january, february, and march of 2003 for high blood glucose (pt also had a urinary tract infection during time of one or more of these events). Pt was also in the hospital around 10/2003 for three days (reason not specified). Pt was also in hospital from 11/2003 for two days with unexplained high blood glucose levels (529 mg/dl), positive urine ketones, and a diagnosis of diabetic ketoacidosis. Treatment received: saline IV and medications for nausea and pain.